Event description:
It was reported the device does not power up. It was also reported the battery gets hot. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, side bail covers, and battery drawer were broken, the lower case, heart lead flex and liquid crystal display were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the side bails were missing, and the main printed circuit board (pcb) was out of electrical specification and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case, side bail covers, and battery drawer were broken, the lower case, heart lead flex and liquid crystal display were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the side bails were missing, and the main printed circuit board (pcb) was out of electrical specification and contaminated. A detailed analysis was performed on the main pcb. This analysis found that a transistor was out of specification. The component was shorted which caused the reported behavior.